Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced bleeding post-operatively and an unspecified revision procedure was performed. The patient was stable and was discharged. Approximately 3 months post-implant on (B)(6) 2015, the patient experienced hematuria, an elevated lactate dehydrogenase (ldh) level of 3000 u/l, and a reduction in hematocrit to an unspecified value. On (B)(6) 2015, the patient was hospitalized with an elevated ldh of greater than 4000 u/l. Device thrombosis was suspected. The patient received tissue plasminogen activator (tpa) thrombolytic therapy. The patient's ldh level later decreased to 1000 u/l and hematuria was no longer present. An echocardiogram revealed normal results. The patient was reported as healthy and stable and was discharged.

Manufacturer narrative:
Approximate age of device: 88 days. The incident occurred at (B)(6). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The report of device thrombosis could not be confirmed because the pump was not available for evaluation. A correlation between the device and the reported hemolysis and thrombosis could not be conclusively determined. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The device history records were reviewed and showed no deviation from the manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.